Event description:
It was reported that patient experienced loss of therapeutic effect and "freezing episodes" following replacement surgery in (B)(6) 2012. After replacement, patient had tremor in left and right side. The left side was severe and patient was unable to move. Patient was barely getting out of the chair and he was walking with only small steps. It was noted that the neurostimulator was on and patient was using medication. The week prior to the date of this report, patient was admitted to the hospital for reprogramming. After reprogramming, patient was more mobile and was taking larger strides. The impedances were fine except contact #8 which was not used. Patient was in the hospital for a few days and did very well with the following settings: left 2.0v, 60 us, 160 hz unipolar; right, 2.5v, 60 us, 160 unipolar. Medication ("lasinamet and merifet") was prescribed. There was no "off" events reported at the hospital. Over that weekend, patient felt his device had failed again and he was not doing well. The patient had left sided tremor and inability to move. It was suspected that the neurostimulator was randomly turning off. Patient was told to increase voltage for left sided symptoms. It was noted that environment, stress, home situation and medications were normal. On (B)(6) 2012, the doctor increased patient's therapy in order to see whether increasing the amplitude on his device would help control his symptoms better. It was later reported that the contact #8 was suspected damaged during extension replacement. The contact #8 had high impedance readings. The patient did not tolerate the setting that was programmed right after the device replacement and right before he came to the hospital. They made him "goofy." He could not tolerate voltage that was higher than 3. He became "dystonic then dyskinetic and then sudden offs." The active electrodes were suspected to be accidentally programmed for right lead on the date of the replacement. Right before the hospital visit, it appeared the same electrodes had not been used. Additional information received reported that patient had device explanted and replaced on (B)(6) 2012. After replacement, patient had not had any more of the wild dyskinesia that he associated with the surges. The surges occurred prior to the replacement. Patient had no surges after replacement. Patient status was noted as recovered without sequelae.

Manufacturer narrative:
Product ID, 8870aao01 serial# (B)(4), product type software product ID, 8870aao01 serial# (B)(4), product type software product ID, 7428 serial# (B)(4), implanted: 2009 (B)(6), explanted: 2012 (B)(4), product type implantable neurostimulator product ID, 37642 serial# (B)(4), product type programmer, patient product ID, 37085-60 serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID, 37085-60 serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID, 3389s-40 lot# v305208, implanted: 2009 (B)(6), product type lead product ID, 3389s-40 lot# v305208 implanted: 2009 (B)(6), product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
No new information. Supplemental MDR submitted as a filler supplemental to address unintended gap in the follow-up numbers for this report. If information is provided in the future, a supplemental report will be issued.